Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.1, smartphone operating system: ap3a.240905.015.a2.g991u1uesfhye1, smartphone hardware: sm-g991u1, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2024 due to hypoglycemia. The patient's blood glucose level dropped to 55 mg/dl and they lost consciousness. The patient's wife gave him fruit juice, and glucose tablets, but their bg levels would not go up. The patient's wife called an ambulance and they gave the patient a glucagon shot. At the hospital, the patient was treated with intravenous fluids. The patient was discharged the following day.